Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board 1. Insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 500 mg/dl. The customer stated that insulin pump had power error detected alarm. The troubleshooting was performed for the power error detected alarm. The customer reports they were clear the alarm and complete the rewind. The power error detected alarm was reoccurred within the week of the troubleshoot of the previous occurrence. The insulin pump will be returned for analysis.